Event description:
It was reported that an alert/notification settings issue occurred. Product was provided for investigation. An external visual inspection was performed and failed. Receiver charge was performed and failed. Receiver boot was performed and failed. Speaker/vibrator resistance was performed and passed. Internal visual inspection was performed and passed. The receiver log was not downloaded for review due to the receiver not turning on. The allegation was undetermined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.